Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a damaged battery issue. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter personnel discovered that a depleted battery alarm had interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with damaged battery issue was found in the pump's event history and duplicated during product evaluation. The assignable cause was due to depleted batteries. Therefore, the main batteries and harness were replaced. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.